Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a diagnostic procedure. Reportedly, after suture deployment, the proglide device could not be removed from the tissue track. A cut down was performed to remove the device and suture the vessel closed. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Reported results code 3221 was removed. Reported conclusions code 92 was removed. Evaluation summary: the device was returned for analysis. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.